Event description:
Additional follow-up identified the patient attended their ipg replacement consult and surgery has been tentatively scheduled at this time.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge their system for 5 months due to lost external devices. Reportedly, the ipg was confirmed inoperable. A surgical consult was scheduled as the next course of action.

Event description:
Additional meaningful data received indicated that the ipg was explanted and replaced. Therapy restored to the patient post-operatively.